Manufacturer narrative:
(B)(4). (B)(6). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Treatment and patient outcome was not reported. Action taken with pd therapy was unknown. Additional information was requested but is not available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). It was reported that a pediatric patient experienced sterile peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was not reported. The patient was treated with sefazol (active substance: cefazolin sodium) (125mg/l twice a day; route and duration not reported) and zidim (active substance: ceftazidime) (125mg/l twice a day; route and duration not reported) for peritonitis. Therapy was ongoing. The patient recovered 18 days after the onset of the event. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.